Event description:
Procedure: wedge resection. According to the reporter: the staple line "fell" apart and tissue was cut. The procedure was converted to an open case. Repair to tissue was by hand sewing. Abnormal bleeding occurred, the amount of blood loss could not be reported but the patient was transfused. O.r. Time delay was approximately 1 1/2 hours.